Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set fell off during use on 27-may-2024 to 13-jun-2024. The blood glucose level of the patient ranged between 300 to 399 mg/dl. The issue occurred with four similar types of infusion sets. No further information available.